Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported failure achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is being filed under a separate medwatch report.

Event description:
It was reported that an arteriotomy closure of the right common femoral vein was attempted using two proglide devices with an 8f sheath after an interventional procedure for atrial fibrillation. Reportedly, there was difficulty obtaining pulsatile flow during placement prior to deployment of the proglide devices due to the patient having very low blood pressure and the device being used in a vein; however, pulsatile blood flow was obtained prior to deployment of the proglide devices. Reportedly, an attempt was made with the first proglide device and hemostasis was not achieved. A second proglide was deployed and hemostasis was still not achieved. A figure 8 stitch was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.